Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in moderately tortuous and severely calcified below the knee vessel. A 2.0mm x 150mm x 150cm, mr coyote balloon catheter was advanced for dilatation. Inflation was performed two times. However, during the second inflations at 10 atmospheres in 1 minute the balloon was ruptured. The device was removed without any problem and the procedure was completed with different device. There were no patient complications nor injuries reported and the patient status was good.